Event description:
It was reported to boston scientific corporation that a cre(tm) balloon dilatation catheter was used during an esophageal dilation procedure on (B)(6) 2013. According to the complainant, while removing the balloon and guidewire, the guidewire tip broke and detached in the esophagus. The tip was retrieved with no injury to the patient. The procedure was completed with another cre(tm) balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.